Event description:
The pt received her scs system on (B)(6) 2009 for bilateral coverage. It was reported that the pt's ipg was explanted on (B)(6) 2010 due to pain at the implant site and ineffective therapy coverage. The alleged discomfort was said to result from the pt's recent weight loss. The explanted device has been returned to the manufacturer.

Manufacturer narrative:
Evaluation results: the ipg passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.